Event description:
On (B)(6) 2012, the reporter contacted lifescan (lfs) in (B)(6) alleging the back button was not responding. This complaint is being reported because the alleged issue was not resolve with troubleshooting done by the customer care advocate (cca). There was no indication that the lfs product caused or contributed to a adverse event.

Manufacturer narrative:
Follow-up # 1 (06/19/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 05/29/2013 with the following findings: the meter has passed testing with no faults found. The complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.